Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/26/2016 and found that valve lv14 was not allowing the system to switch to the white blood cell (wbc) bath for waste. The fse replaced lv14 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained leak of 2ml from a coulter ac·t diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.